Event description:
Clinical trial. Same case as MFR report #: 2134265-2008-00286. It was reported that two days post index procedure, the pt experienced a stent thrombosis and myocardial infarction resulting in death. The pt presented for treatment with an acute myocardial infarction. Target lesion one was identified in the mid rca (right coronary artery) measuring 3.5x8mm with 100% stenosis and mild tortuosity. Target lesion one was treated with predilation using a 4.0x33mm balloon, placement of a 3.5x12mm taxus express2 drug eluting stent, and post dilation resulting in 10% residual stenosis. Target lesion two was identified in the distal rca measuring 3.5x20mm with 90% stenosis, unk calcification and tortuosity. Target lesion two was treated with predilation using a 4.0x33mm balloon, placement of a 3.5x32mm taxus express2 drug eluting stent, and post dilation. Two days post procedure the pt developed persistent st elevations with rising cardiac markers. Reintervention showed a stent thrombosis. Inferior mi (myocardial infarction) was also diagnosed and the pt continued to deteriorate post intervention. The pt was returned to the cath lab twice in a 24 hour period after developing congestive heart failure and cardiogenic shock for additional cardiovascular support including iabp (intra-aortic balloon pump) placement, intubation, IV dopamine, and fluids. At the request of the pt's family, the pt was made "comfort measures only". The investigator felt that the mi and stent thrombosis was likely due to premature discontinuation of integrilin 36 hours prior to development of stent thrombosis. Integrilin was stopped due to a retroperitoneal bleed. The investigator assessed these events as "probably" related to the study devices.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The exact cause of the complaint could not be determined. The most probable root cause is anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.